Manufacturer narrative:
The reported complaint of the icy catheter (lot 201202) leak was confirmed during functional testing. A water emission leak was observed from the distal end of the manifold during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was observed from the catheter balloons. However, a water emission leak was observed from the distal end of the manifold during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot #201202.

Event description:
The hypothermia procedure began on (B)(6) with the insertion of an icy catheter (lot # 201202) through the right femoral vein. The catheter insertion was smooth after the first attempt. Around 9am on (B)(6) 2025, an airtrap alarm alerted nurses for a decrease of saline in the bag. Investigation revealed no visible spillage on the floor or bed, but the gauze at the catheter access site was soaked, containing watery blood. The physician suspected a leakage issue with the icy catheter and the infusion of the 200 ml of saline into the patient's bloodstream after the physician performed the catheter leak check per IFU. The new icy catheter was placed to continue the therapy with the same console. No consequences or impact to the patient.